Manufacturer narrative:
The reporter's strips were forwarded to diabetes care for further analysis. The returned strips and vial were acceptable in condition. The reporter's strips were tested with blood and all testing produced acceptable results with no errors or malfunctions.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer test strips were returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
There was a complaint of discrepant glucose results withaccu-chek inform ii meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 11:34 a.m. The meter result was 49 mg/dl (first hand). At 11:37 a.m. The meter result was 142 mg/dl (second hand). At 11:39 a.m. The meter result was 68 mg/dl (first hand). At 1:07 p.m. The laboratory result was 50 mg/dl.